Manufacturer narrative:
No lot number provided by the customer therefore no manufacture date is possible. (B)(4).

Event description:
Covidien received a report that a pt had developed an allergic reaction to the filterline. The pt reported a burning sensation in her nostrils and developed a rash and blisters on her face where the tubing had touched her skin. The patient received a prescription cream from her doctor which cleared up the reaction. The customer was provided bio-compatibility info and it has not been determined what caused the rash.